Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 105 units. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly, the customer attributed the bg level to be due to being a new pump user and still working on adjusting the pump settings. To address the bg level, the customer delivered a bolus. The customer declined to reload the existing cartridge.